Event description:
It was reported that the zimmer dermatome thickness adjustment was not working and the graft was becoming very thin. Additional clinical follow up indicated that the device was in use for cadaveric tissue donor harvesting. So there was no harm to patient. The customer reported the physicians conducting the tissue retrieval all described the same issue and stated that adjusting the thickness setting made no difference to the thickness of the graft. The customer stated this resulted in a loss of retrieved tissue.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 8 years old and was last returned to the manufacturer for repair on (B)(4) 2011. Unit adjusted thickness settings were proper when tested. Prior to repair, unit was out of calibration only at the zero thickness setting. All the other thickness settings were in calibration and provided no evidence to support the customer's event. The cause of the complaint could not be determined due to the complaint issue not being confirmed and no other issues being found that could have contributed to the graft being cut too thin. The device was serviced and returned to the customer.